Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 3006260740-2020-03586.h10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported fracture and deformation due to compressive stress. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong products are identified in d2.h10: g4h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 4808570j implanted ports allegedly experienced fracture and deformation due to compressive stress. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported fracture and deformation due to compressive stress. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong products are identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 4808570j implanted ports allegedly experienced fracture and deformation due to compressive stress. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.